Event description:
As reported by the field clinical specialist, after a successful tf tavr with a 23mm sapien 3 valve in the aortic position, a diminished pulse within the right foot was noted upon closure using 1-manta device. A peripheral angio revealed a minuscule flow around the footplate of the manta. They elected to cutdown to repair the issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).